Event description:
The employee was exchanging a 12 gallon sliding lid sharp safety container. Upon removal of the container from the hinged lid foot pedal cart, a "dirty" needle was protruding through the bottom of the container and punctured the lower lateral aspect of their leg.